Event description:
It was reported that the right ventricular lead exhibited poor sensing and capture values during the implant attempt. The lead was removed and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.